Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion test" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the force sensor scale factor was found out of specification and downstream tubing guide is damaged. The downstream tubing guide requires replacement and the force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed the downstream occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.